Event description:
A 2.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was not reported. Initial implant information was not reported. Approximately 43 months post initial stent implant, the patient presented to the ER with left side weakness. The CT of the head was normal. It was reported that the patient had a tia. No additional information has been obtained. The patient was discharged home. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
Evaluation results: (stroke).